Event description:
On 5/13/99, pt discharged from hosp with tegaderm sterile transparent dressing in place over PICC site insertion. The PICC was placed on 5/7/99. In pm on 5/13, nurse (rn) visited to do tpn teaching, and noted skin under tegaderm "only with diffuse redness, inflammation and tenderness". Tegaderm removed and opsite 3000 placed, as pt has latex and some adhesive tape allergy. On 5/14, rn visited when pt c/o continuous pain at PICC site while tpn infusing. Nurse noted increased area of inflammation: redness, heat, firmness, and swelling. PICC line discontinued per dr order. On 5/15/99, pt admitted to hosp for cellulitis and clot in PICC line arm.